Event description:
On (B)(6) 2014 (B)(4) (con): it was reported that the patient had stimulation in the wrong location. The stimulation was also intermittent; the stimulation was turning on and off since the day prior to the report. The patient was not feeling stimulation in the upper back area. The patient used her programmer to turn up stimulation, but received an out of regulation (oor) error. The patient was unable to adjust stimulation. The oor was cleared with assistance and the patient planned to try other programs to see if she could get stimulation in her back. The battery was full. On (B)(6) 2014 (B)(4) (rep): it was further reported that the patient met with a company representative. The patient was again unable to adjust stimulation and an oor error was shown. An impedance reading showed impedances greater than 10,000 ohms. An xray of the lead and extension was recommended. The patient further described the stimulation as ¿surging, stop, surging, stop.¿ it was stated not to be postural changes. There was also a power on reset (por) the night prior. There were no falls or trauma. The battery level was at 3.950v. (B)(6) 2014(B)(6) (rep): it was further stated that the company representative was able to program around the contacts with high impedances. The patient was receiving adequate stimulation coverage.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3550-29, lot# n245816, implanted: (B)(6) 2010, product type: accessory. (B)(4).